Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18jul2019. The manufacturer¿s field service engineer (fse) replaced the defective ui and the pcb,pwr mgmt to address the reported problem. The user interface assy was returned to the manufacturer for investigation: the issue could not be duplicated the customer complaint was not confirmed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports alarm led failed. There was no patient involvement.